Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed to alarm. No patient involvement was noted.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from 09/13/2019 to 9/21/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. The customer reported issue was not confirmed. The device passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the device failed to alarm. No patient involvement was noted.